Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s omnipod insulin pump fell off and the -0patient was not receiving any insulin delivery. The following day, on (B)(6) 2024, the patient was ¿feeling sick¿, was nauseous, and began vomiting. Due to her symptoms, the patient decided to tell her grandmother about the omnipod falling off. At an unspecified time during this event, the patient¿s continuous glucose monitoring (cgm) device stated ¿sensor failed¿ but it is unclear when in the timeline this occurred. The patient¿s grandmother then took the patient to the emergency room (ER), where she was diagnosed with diabetic ketoacidosis (dka). The reporter was not certain about what medication or treatment the patient received other than intravenous (IV) insulin. The patient was discharged home after approximately 25 hours in the hospital. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.